Event description:
It was reported the patient is not receiving stimulation in her pain pattern and is receiving unintended left flank and rib stimulation. An sjm representative was unable to resolve the issues with reprogramming. It was also reported the patient experiences occasional falls. X-ray results are inconclusive. Surgical intervention may be taken at a later date to address the issues.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.